Manufacturer narrative:
E.2: health professional: (blank). And e.3: occupation: no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had error e104. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5 d8 d9 h2 h4 h6 h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the investigation root cause could not be established as device was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.